Manufacturer narrative:
(B)(4). Concomitant medical products: associated item number: 010000858, item name: g7 neutral liner, lot # 3540431; associated item number: 51-106130, item name: taperloc stem, lot # 3412316; associated item number: 650-1064, item name: biolox option taper neck, lot # 017260; associated item number: 650-1057, item name: biolox delta head, lot # 132590; associated item number: 010000664, item name: g7 pps ltd acet shell 54f, lot # 3560198. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported the patient had an infection less than one year post op. No further information is available.

Manufacturer narrative:
It was determined this device did not contribute to this event as it was not revised. Please void this submission.